Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to remove the lock line. It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr), thin leaflets, dilated cardiomyopathy, and a rotated heart. A mitraclip procedure was performed with an ntw. During lock line removal, resistance was met after pulling about 10 cm. The lock line was not able to be removed even after pulling with some force. The clip was removed and replaced with a new clip. The mitraclip was implanted with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported mechanical jam of an inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported mechanical jam of inability to remove the lock line was due to the observed knot in the lock line; however, a definitive cause for the knot in the lock line cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a